Event description:
It was reported that there was sensing difficulty, high threshold, high impedance, no capture, and an apparent lead fracture. The lead was abandoned, and no patient complications were reported as a result of this event.